Event description:
A pt reported experiencing inaccurate erratic results with surestep meter. The pt's blood glucose results were 139 and 71 mg/dl. Tests were done within 10 minutes. No further info has been reported.